Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 510 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was not hospitalized. The customer was assisted with trouble shooting, but found no explanation for the high blood glucose. The product was not returned for analysis.